Event description:
It was reported that this right atrial lead exhibited noise and far field over-sensing. No adverse patient effects were reported. At this time, the device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).